Event description:
It is reported that the pt was revised due to the implants breaking from falling off a ladder 4 1/2 to 5 years prior. It was found during the revision surgery that the femoral head had worn through the shell into the bone.

Manufacturer narrative:
This report will be amended when our investigation is complete.